Event description:
A pump declared an altitude alarm, indicating it was used outside of its validated operating range. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the alarm was caused by using the pump at an inappropriate altitude, and the customer acknowledged this explanation.